Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Subsequent to the submission of the initial medwatch report, one used device from lot #470075h was received and evaluated. Visual inspection of the sample revealed that the option-lok male adapter was completely broken off. A formal investigation has been completed. According to the investigation findings, the reported issue is related to the design. The spin collar option-lok "t" dimension was changed, and this change was made to overcome interference with the clave and microbore clave thread stops. The slightly reduced thread lengths may be a contributing factor in customer complaints recently received of broken male adapter. A lot history review was performed after testing confirmed the lot number. As a result, no additional reports were found for the (B)(4) units manufactured for this lot number.

Event description:
The customer contact reported that the connector broke off of the tubing set. At an unspecified time while the nurse attempted to connect the tubing set to an unspecified device, it was reported the plastic end that connects to the patient broke off of the tubing set. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.